Manufacturer narrative:
The account found the casters needed to be replaced. Hill-rom technical support provided the part number for the casters. Per the hill-rom service manual the hill-rom 1000 bed requires an effective maintenance program. Make sure that the pedals, pedal covers, brake pads, linkages, and hex rods, are all in good condition. Apply the brake. While the brake is applied, examine each caster and make sure that the casters do not move. If the casters move, examine the brake components for wear. Make sure that the brake function is easy to engage and disengage. Make sure that the brake disengages when the pedal is put in the neutral position. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).